Event description:
It was reported that review of the electrogram seems to indicate that morphology misdiagnosed an svt for vt, after inappropriate atp the rhythm accelerated into the vf zone leading to a high voltage shock. Reprogramming changes were made. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.